Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. Downstream occlusion testing was performed during evaluation and the device passed. A review of the event history log (ehl) revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor with low calibration values. The force sensor and mechanism assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.